Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, the customer experienced an elevated blood glucose level (bg) of 835 mg/dl with high levels of ketones. Reportedly, customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). The customer received intravenous fluids of saline and insulin to address high bg and ketones. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. At the time of the report with tandem technical support (cts), there was no permanent damage reported, and the customer was still admitted to the ICU; customer alleged the issue had been resolved. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.